Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct for the treatment of bile duct stones performed on (B)(6) 2025. During the procedure, the image of the spyscope ds ii was lost. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.